Event description:
It was reported that the implant at tooth site # 26 lost integration and was removed.

Event description:
It was reported that the implant at tooth site # 26 lost integration and was removed.